Event description:
Following a redo atrial fibrillation procedure, a pericardial effusion occurred. While ablation on the mitral isthmus line, impedance raised to over 220 ohms and the generator stopped ablation due to the impedance issue. A pericardial effusion was noted and a pericardiocentesis was performed. However, the patient was transferred to surgery for a sternotomy. The patient had a previous watchmen implant, and it is unknown if the cardiac perforation was due to the watchmen device or if it was a consequence of ablation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.